Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty patient circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the patient¿s allegation was not confirmed. In addition to the no image issue found on the scope due to a faulty patient board set, there was a dent in the programmable input processor connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the white balance was not working while using the evis exera iii video system center. Additionally, customer reported the issue occurred before the therapeutic procedure began, there was no delay and the procedure was completed with the same device. There was also no other devices replaced and there was no patient harm associated with this event. The device was returned and evaluated, and there was no image found on the scope due to a faulty patient board set. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.